Event description:
It was reported by the patient that the patient¿s blood glucose (bg) reached 24 mmol/l (432 mg/dl) while wearing the pod between 1 and 4 hours. It was discovered that the pink slide insert did not move into the viewing window and the cannula was visible, which indicates a failure of the needle mechanism to deploy as intended during activation. No treatment details were provided.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.